Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance on the atrial lead as low and the device would not communicate with the programmer. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result fo this event.